Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, it is likely the use of products that contain silicone led to the malfunction. The event can be detected/prevented by following the instructions for use. Specifically, evis lucera gif/cf/pcf type 260 series operation manual ¿chapter 3 preparation and inspection 3.6 inspection of the endoscopic system¿. Chapter 3 cleaning, disinfection, and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the colonovideoscope had foreign objects in the nozzle. There was no patient involvement.